Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that review of stored device memory through the remote home monitoring system noted this pacemaker and another manufacturer's right atrial (ra) lead exhibited noise and intermittent high pacing impedance measurements with the highest measurement reaching 850 ohms. The noise was not oversensed, however, was felt to be consistent with noise related to the minute ventilation (mv) feature. Boston scientific technical services (ts) recommended programming mv off. The physician planned to schedule the patient to be seen in clinic to program mv off. No adverse patient effects were reported. This product remains implanted and in service.